Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display device read failed transmitter. No additional patient or event information is available. Data was provided and reviewed for evaluation on (B)(6) 2017. Complaint for a transmitter failure could not be confirmed. The root cause could not be determined. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter, resulting in zero volt discharge. The complaint of a transmitter failed error could not be confirmed. The root cause could not be determined, post investigation.